Manufacturer narrative:
(B)(4). Date of event: unk. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a super lower anterior resection, the staples of the cr40b were unformed at the 2nd firing on the oral side of the tissue. The same event occurred in the cr40g at the firing on the anus side the tissue. The patient was overweight, and the rectum was thick. Additional hand suture was performed to complete the case since hartmann's operation was scheduled. There were no adverse consequences to the patient. There is no bleeding, leakage or tissue damage with the patient. There is no problem with the patient's condition.

Manufacturer narrative:
(B)(4).batch # t5c86t. Device evaluation summary: the analysis results showed that one cr40b reload was received fully fired. Event described could not be confirmed as the cartridge was received fully fired. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.